Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 306 mg/dl and the sensor glucose was 345 mg/dl at the time of the incident. Customer also reported getting a low blood glucose of 74 mg/dl and dropped to 44 mg/dl on the day they called. Customer treated with food. The customer was assisted troubleshooting for the difference between the sensor and meter readings but declined troubleshooting for low blood glucose. The sensor will not be returned for analysis.